Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the device was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly it was found that the sleeve was fractured near the threaded area, which can lead to the reported event. Potential causes for the reported disassembly include a material fatigue issue. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not stay locked, which caused a delay to the procedure of around 30 minutes. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device would not stay locked, which caused a delay to the procedure of around 30 minutes. No medical intervention and no adverse consequences were reported with this event.